Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 280 mg/dl and 77 mg/dl. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer clarified that they did not know which strip lot produced the discrepant results.